Event description:
It was reported that during training an ilet failed to charge as indicated by a charging light that would not remain solid despite multiple attempts and extended time on the charger, and the user transitioned to a backup ilet which charged normally. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included no medical intervention, no hospitalization, and continued therapy on the replacement device. Investigation included remote troubleshooting and logistical follow-up to obtain the affected device. Investigation of this device revealed a device power or charging malfunction localized to the charger or charging interface, while a comparator device functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.